Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
[See pe706913234 for the previous reprogramming information] additional information was received from a patient. They called back stating that they are having issues with settings not available again. The patient stated that they had problems with this before where the leads went bad and they have had to have reprogramming done to program around the affected electrodes/leads. The patient stated that they have an upcoming appointment with their physician and representative. Patient stated that they were "all messed up anyway." The agent reviewed the considerations and redirected the patient to their healthcare provider. The patient reported they could not charge and stated they usually charge every 3 days but haven't in quite a while. The agent assisted the patient through passive mode recharging and confirmed they were able to connect with their controller. Controller at 100%, stimulator at 30%. The patient also mentioned that the stimulation has been so affected by the damaged leads that they now don't feel a difference between when the st imulation is on or off.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was yesterday the pt was at the va since their blood pressure was 247 so they got scans done and electrocardiograms; pt turned their stimulation off for them and when they were done and tried to turned on therapy they got settings not available. Pt could not open or turn on groups a, b, or c so they could not change anything. The patient was redirected to their healthcare provider to further address the issue. When agent asked for hcp info they said it was at the mayo clinic; they never saw a doctor for they only saw a pa and their medtronic rep had changed 3 or 4 times since they had the ins. Pt mentioned starting a year or so ago there was a lot of leads shorting out so they would have to goes around when programing. When asked to clarify pt said they have had more leads have burned out because their connections on the nerve endings have either scared over not providing a signal so they had to use other ones to get same effects for the ones not working.